Manufacturer narrative:
The insulin pump was received with a constant radio frequency pic failed self alarm due to a faulty y1 on the radio frequency board. They were unable to perform the operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify communication with the test minilink and the glucose sensor simulator to confirm the lost sensor alarm due to the radio frequency pic failed self alarm. The pump had a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a radio frequency pic failed self test alarm on the insulin pump. Customer stated that he was having issues with the sensor and was getting a lost sensor alert. Customer declined troubleshooting and ended up removing the sensor. Customer has been using the pump since the first occurrence of the alarm and it was delivering. Customer's blood glucose was 107 mg/dl this morning. Customer performed the self test and the pump failed. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.